Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving dilaudid (unknown concentration or dose) via implantable infusion pump. It was reported that the clinician was unable to find the refill port and fill the patient's pump. A factor that may have led or contributed to the issue was that the pump was positioned in the abdomen in the folds of the patient's skin. The patient underwent an ultrasound which revealed that the pump flipped. A surgical procedure to flip the pump over was scheduled for (B)(6) 2021. The issue was not resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.